Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. During a routine follow up/reprogramming session, out of range impedances were found on electrodes 4 and 6. It was reported that impedance values were greater than 10,000 ohms. The manufacturer representative stated that those electrodes were part of a lead/extension system controlling the stimulation for the patient¿s left side. It was noted that the patient¿s system was a cervical placement. The issue was not resolved. However, it was noted that the affected electrodes weren¿t part of any program and that the patient¿s pain coverage with their current program was satisfactory. No patient symptoms were reported. The patient¿s status at the time of this report was ¿alive, no injury.¿ indications for use are spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.